Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited a battery longevity of less than six months. After device testing, the remaining longevity increased to 1.5 years. The threshold measurements had been stable. Reasons for the fluctuations were discussed. No adverse patient effects were reported. The device remains in service.